Manufacturer narrative:
Received one used list# ch-14, chemoclave® vented bag spike; lot# 14265448 --> one used list# unknown, spiros, spike bag; lot# unknown --> one used list# unknown, infusion set with filter; lot# unknown. No visual damages or anomalies were observed. The reported complaint of no flow could not be confirmed. The returned sample was tested and met product specifications. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion. E1 - this complaint was received through: (B)(6).

Event description:
Event involved a chemoclave® vented bag spike where the reporter reported that during infusion, the liquid couldn¿t drip, and pump set drip chamber run empty. There was one (1) device affected. There was patient involvement, no adverse event/patient harm, and no delay in critical therapy as a result of this event.